Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim has no allegation provided. After review of medical records the patient was revised to address failed tha resulting to pain, discomfort and loosening of femoral component. Operative note reported scar tissue, there was evidence of some osteoporosis with osteolysis and no bony ingrowth. There were no lab result provided. Doi: (B)(6) 2005; dor: (B)(6) 2008; right hip.